Manufacturer narrative:
Block h6: device code 1069 for the reportable issue of trip wire pull loop misaligned. Block h10: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was stuck inside the handle bracket. There was evidence that the tripwire was cut likely by a sharp tool and it was cut near the crimp. The handle bracket had drag marks on the spool and a deformation was found on the handle bracket edge, indicating an excessive force was applied to the device during the procedure. The trip wire was not secured in the handle assembly slot when received. It was noted that the ligator head did not present any visual damaged and it was returned in its original shrink wrap unopened. Additionally, there was evidence that the suture was cut likely by a sharp tool in order to remove the device from the scope. This condition is not considered as an issue of the device. It was also noted that one portion of the suture was attached to the tripwire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. The reported event was confirmed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label, as the trip wire was not properly secured in the handle slot indicated in the step 8 and in figure 6a.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, it was found that the trip wire was misaligned within the turning loop. The procedure was completed with another speedband superview super 7 device. Additionally, there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, it was found that the trip wire was misaligned within the turning loop. The procedure was completed with another speedband superview super 7 device. Additionally, there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.